Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and tvt-secur was implanted into the patient¿s body. It is also reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bowel problems, dyspareunia, neuromuscular problems, and spasm of pelvic floor muscles. It was reported that patient underwent removal of transobturator sling on (B)(6) 2013 for mesh erosion and painful sling bands. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that patient experienced pain, bleeding, erosion, infection, urinary problems, recurrence and vaginal scarring post implantation.

Manufacturer narrative:
(B)(4).